Manufacturer narrative:
Device remains implanted.

Event description:
It was reported that the inflatable penile prosthesis (ipp) "reservoir eroded though the abdominal cavity and caused a bowel obstruction." The reservoir will be "replaced in a few weeks time." It was further reported that the patient will undergo a revision surgery in a few weeks.